Event description:
The customer reported via the sales rep that the exeter short stem fractured, it was used for a cement in cement revision and the trunnion broke. The sales rep has further reported that the revision surgery will take place on (B)(6) 2010.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.